Event description:
It was reported that a patient with a 27mm 7300tfx, implanted in mitral position, is under evaluation for a valve-in-valve procedure after an implant duration of 7 years and 6 months, due to unknown reasons.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Since there is no information regarding an allegation of a device malfunction, an engineering evaluation is not required. The failure mode is unable to be assessed from the type of images provided. Based on the information available, a definitive root cause cannot be conclusively determined.